Manufacturer narrative:
UDI (di): (B)(4). The reported field event of a sensing anomaly and failure to capture was confirmed in the laboratory. Review of the stored egms noted intermittent noise on the atrial channel. The device appropriately detected the noise. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that the patient presented in the operating room for a lead reposition due to loss of atrial capture, and sensing. The lead tested normal through the pacemaker system analyzer. The problem was when connecting the lead to the device. The device was explanted and replaced. The patient condition before and during procedure was normal with no other problems.